Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with a blood glucose of 318 mg/dl trending downward and later 386 mg/dl, after discovering the infusion set had been connected with the blue needle cover left in place and the connector not properly attached. The user then performed a site and tubing change, primed to drops, filled the cannula, and elected to administer a subcutaneous insulin injection while pausing the pump to avoid insulin stacking. No reported clinical symptoms associated with the hyperglycemia. Outcomes included user-performed corrective actions without the need for emergency treatment or hospitalization. Investigation included troubleshooting and education regarding infusion set and tubing replacement, confirmation of priming to drops, and cannula fill. Investigation of this case revealed that the infusion set was deployed incorrectly, and the infusion set connector was not attached correctly, consistent with delivery interruption due to user setup error. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment and connection.